Manufacturer narrative:
E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette not attached error was on the screen. There was a delay in infusion therapy. No patient harm/adverse effects were reported.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged latch lock sensor as well as a degraded downstream occlusion (dso) seal was found. The customer's problem was replicated. The latch lock sensor and dso seal were replaced to fix the issue.